Manufacturer narrative:
(B) (4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced insidious onset of increasing spasticity over 1 month. On (B) (6) 2010, the physician saw the patient in his office and did a side port access. He was able to get csf back via the side port. The patient was then referred to another physician; admitted to the hospital; and was worked up for a urinary tract infection (uti) and disease progression (multiple sclerosis). The patient did have a uti; treatment was started over the weekend. The patient was given two 100 mcg boluses over the weekend and responded positively to the boluses (decrease noted in her spasticity after the boluses). The catheter was replaced based on the patient symptoms because they were unable to rule out catheter fracture or micro tear. The catheter was fully intact with no visualized fractures or tears found in the catheter. The patient was staying in the hospital post catheter replacement to monitor her status and to manage the baclofen dose as needed. The day after surgery, it was noted that the pt had a small improvement in her status. The device system was used to deliver. Lioresal 2000 mcg/ml, 300 mcg/day.